Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not crossing over, and user was unable to remove the medications for the patient.the customer stated that this malfunction caused a delay in dispensing medication to patients.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, the technical support specialist (tss) reviewed patient visibility settings and confirmed the system was functioning as designed. Due to the configured 20 day admission inactivity setting the patient was not displayed on the station. Tss also identified that the orders were send, after confirming that the patient was not showing. User acknowledged the findings and approved case closure. The system functioned as intended after the technical support specialist (tss) investigated the issue.